Manufacturer narrative:
The complaint cannot be verified; the product meets the specifications regarding the customer's allegation. All buttons were tested successfully. The problem mentioned by the customer could not be reproduced; therefore, no corrective or preventive actions will be initiated.

Event description:
Pt reported a button on the infusion device is non-functional. The infusion device was requested for evaluation. No physiological effects were reported and the pt did not require assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.